Event description:
It was reported that this right atrial (ra) lead exhibited low impedance measurements and significant noise. This ra was surgically abandoned and successfully replaced. No additional adverse patient effects were reported. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).